Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The implant failed due to osseointegration issue. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.